Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for evaluation. During inspection, olympus did not confirm the customer's reported allegation of metal protruding from the device. However, an additional finding of b30 scope communication error was observed. Based on the results of the investigation, a definitive root cause for the metal protrusion could not be established, has the allegation was not confirmed. The b30 scope communication error was caused by a defective scope socket. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source inlet was broken, and the metal parts of the power circuit were exposed. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.